Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with redness, inflammation and pimples under entire patch area. The reaction was treated with a prescription of unspecified topical medication and oral antibiotic (cephalexin 500 mg, 3 times per day). The area was prepared with soap and water and disinfected with alcohol, before placing the sensor on the body. The patient used an unspecified skin barrier product. No additional patient or event information is available.